Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/10/2018. Device evaluation summary: it was reported that a 39-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, two devices with the same lot number engraved were returned. The devices returned without fluid. Device a presented white material within the device, and white with brown material on the shell surface. Device b had white material within the device and on the shell surface. Upon initial inspection, both devices appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/12/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. As a result, the device was explanted with bilateral replacement on (B)(6) 2018.